Event description:
Add'l info was rec'd from the affiliate which states: "the pt recovered with no adverse sequelae.. Co has been unable to find anything wrong with the pump. As stated in the complaint the pump history showed the cassette had been removed from the earlier in the afternoon for approximately 7 minutes. They are satisfied the pump was ok."

Event description:
Report received from abbott international affiliate (abbott/australia) of an overdelivery: the report states: "pt was receiving pca with 100 ml bag containing 10mg/ml pethidine and 2mg/ml of ketamine. Infusion set up on morning of 5/16 with pump set for 1ml bolus. 1ml/hr background infusion, 5 minute bolus lockout and no 4hr limit. Pump history shows that pt received total background infusion of 22ml (220mg pethidine) and 12 bolus doses (120 mg pethidine) on 16th. Pump was cleared on morning of 17th and history shows a further 4 bolus demands were delivered. At 1430 on 17th, nursing staff recorded pt as being sleepy. At 1630 pt was asleep but rousable. At 1730 pt was found to be unconscious and the bag was found to be empty. Senior anaesthetist was called and pt was given a small dose of naloxone but fitted. Pt then transferred to ICU with intention of intubation and positive ventilation. This was not done immediately, pt was observed and at 1830 was now asleep but rousable. On morning of 18th pt was awake." Internal investigation of the reported event indicated: "it appears that 62ml of solution is unaccountable. The staff on duty confirmed that the cassette was removed from the "apm" at the time noted on the history. This was done in order for the pt to be showered and is quite a common practice at this hosp." There was no additional info available.